Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13f25025, h13h08043, h13j22017, and h13j25036. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The patient was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13f25025, h13h08043, h13j22017 and h13j25036 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.